Event description:
It was reported that the patient with this pacemaker experienced syncope. The device data was reviewed and there were no stored episodes around the time of the syncope. The presenting electrogram (egm) showed the patient was in an atrial arrhythmia. The cause of the syncope is unable to be confirmed at this time. This product remains in service. No additional adverse patient effects were reported.